Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. Upon eval, the trunk cable connector was broken and the locking nut was missing. The cause for the broken connector and missing locking nut cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the broken connector and missing locking nut. The pt received a replacement electrode belt.

Event description:
The husband of a (B)(6) female pt contacted zoll customer support to report that the pt's electrode belt will not stay connected to her monitor. The pt was issued a replacement electrode belt.